Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was populated for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer received unspecified third-party treatment by a healthcare professional. No further details were provided and customer declined to provide further information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
N/a was populated for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission section b5 was incorrectly documented.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to an unspecified "sensor related" message and customer was unable to obtain readings. Due to delivery delay, customer received unspecified third-party treatment by a healthcare professional. No further details were provided and customer declined to provide further information. There was no report of death or permanent impairment associated with this event.